Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture and high impedance. The patient was sent for a chest x-ray. There is no confirmation received if the patient had x-ray done. The lead remained implanted.